Event description:
It was reported that a revision surgery was performed due to a big pe chip that broke from the 20 degree elevated rim of the reflection cup and was causing recurrent dislocations during the last few months.

Manufacturer narrative:
It was reported that a revision surgery was performed due to a big pe chip that broke from the 20 degree elevated rim of the reflection cup and was causing recurrent dislocations during the last few months. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A medical analysis noted that the xray provided was reviewed, but does not aid in the medical investigation. Without supporting medical documentation, a thorough medical assessment cannot be performed. Based on this investigation, the need for corrective action is not indicated. Possible causes could include but are not limited to traumatic injury or size of device. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.